Manufacturer narrative:
The reported events of lead fracture and sensing noise were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures, however, an internal short was noted between conductor paths consistent with procedural damage.

Event description:
It was reported that the patient's atrial lead exhibited over-sensed noise leading to pacing inhibition. A lead fracture was noted. The lead was explanted and replaced. There were no patient consequences.